Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify rewind anomalies, prime or fill anomalies and failed battery alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on act (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting out during priming. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the buttons were harder to press. Insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.